Event description:
Philips received a report where a customer went to lower the table using the gantry panel button the button stuck and the table moved all the way down to the lowest limit. The fse (field service engineer) confirmed there was no harm to a pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).